Event description:
It was reported that during testing, pads ECG was lost when ac power was connected to the heartstart xl. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.